Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, errors 40084 and 25730 occurred on universal surgical manipulator (usm) 4. It was noted that an intuitive surgical, inc. (Isi) field service engineer (fse) had addressed the issue previously, but the errors returned. The isi tse guided the customer to perform a power cycle with an emergency power off (epo). The customer did, and the problem was not there after the system powered on. The isi tse explained to the surgeon that the errors could return. There was no reported injury. Isi contacted the site and obtained the following additional information regarding this event: the procedure was carried out robotically with 3 usms. Usm 4 was put away but not deactivated.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was not able to reproduce the errors. The isi fse replaced the proximal set up joint (suj) to resolve errors 40084 and 25730. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, failure analysis of the product related to the complaint cannot be performed.

Manufacturer narrative:
The set up joint (suj) was analyzed and found to have no errors during in house testing. The unit was tested on a testing platform, and all tests passed. The complaint was confirmed based on the field evaluation, but not during failure analysis.

Event description:
Refer to h10/h11 for follow-up information.